Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. Approximately six and a half months prior to receipt of this report, the patient began therapy with dianeal pd4 ambuflex (dose, frequency, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date the patient made a mistake further described as touch contamination (details not provided). Subsequently the patient experienced both "peritonitis" and "exit site infections" and was hospitalized on the same day for both events. Two days after hospitalization, the patient experienced a second exit site infection which was reported as a "recurrence of the exit site infection." It was reported that the patient had not recovered from the first exit site infection at the time the second exit site infection was diagnosed. On an unreported date, the patient received treatment for the peritonitis and exit site infections with vancomycin, ip (dose, frequency, start/stop dates, and lot not reported). Four days after being admitted the patient was discharged from the hospital to rehabilitation. It was not reported if pd therapy was ongoing throughout hospitalization. On an unreported date, the patient was re-trained on proper aseptic technique. Approximately one month after discharge, the pt experienced another exit site infection and was not hospitalized for this event. Treatment for this event included vancomycin, ip, (dose, frequency, start/stop dates, and lot not reported. On the same date as the receipt of this report, pd therapy was temporarily withdrawn and the patient's pd catheter was removed. At the time of this report, the patient was not receiving any sort of dialysis therapy (further details not provided). Concomitant therapy was not reported. At the time of this report, the exit site infection was resolving, and the outcome of the peritonitis was not reported.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information, a supplemental medwatch will be filed.